Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was found to have a broken bowden cable. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The instrument was found to have thermal damage on the yaw pulley.